Event description:
It was reported that the pump had a volume discrepancy. The actual residual volume (arv) was 12 ml, which was greater than the expected residual volume (erv) of 9.9ml. Regarding the discrepancy, it was reported "that's reasonable." It was noted that this was not the first refill after implant. It was reported that "all the drug" was able to be aspirated out of the pump. It was reported that the drug was pushed in from the first syringe with no issues. The drug from the second syringe was pushed in without issue until the last 2cc of drug. The physician was able to pull back and withdraw drug. It was reported that the physician was "in the pump" but could not fill the last 2cc. The physician intended to clamp and pull out with 2cc left in the syringe, and make a note of filling the pump with 38cc for reference on future refills. No medical or therapy problems were reported. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that while filling the pump there was resistance with the last 2cc; it would not go in. There was air in the pump when filling. They withdrew the medication and then refilled. The patient did not experience any symptoms. It was noted there was no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).